Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.  Problem code 1074 captures the reportable event of balloon burst. A visual examination of the returned complaint device found that the balloon was torn longitudinally. There is no other issues noted on the device. Functional evaluation could not be performed due to the condition of the returned device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was noted to rupture while inflating. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was noted to rupture while inflating. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of the event.